Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the surgeon tried for hours to implant a left ventricular lead without success due to patient's anatomy. An epicardial lead was eventually implanted. "The patient suffered severe radiation burns from the x-ray" and had a huge necrotic wound in his back. The patient was treated with a wound drain and hyperbaric treatment.